Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion a lesion located in the mid-right superficial femoral artery that was mildly tortuous, heavily calcified and (B)(4) stenosed. Pre-dilatation was to be performed with a balloon catheter connected to the 20/30 indeflator, when leakage of contrast media was observed from the connection between the balloon catheter and the stopcock of the indeflator. A new indeflator was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.